Event description:
Pt was hospitalized for hyperglycemia. Pt reports earlier that day, the pump alarmed, but pt did not have their glasses and therefore, could not see to silence the alarm. After attempting to put the pump back into run, the pt decided to go to the hospital to obtain some insulin. Cde reports that the pt's blood sugar was over 500 and the pt has multiple infections as well, but could not give further info due to pt privacy. Cde reports the physician plans on putting pt back on the pump because pt " typically does better on the pump". Device not returned for evaluation.